Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). The rep reported that they had a previous situation in which they were walking the patient through doing a physician mode reset (pmr) at home, and when the patient attempted to turn the stimulation on without clearing the power on reset (por), the stimulation came on at full blast even though it was showing off. The rep stated that they then had to go meet with the patient to clear the por. Technical services reviewed information about overstimulation. The rep did not have any further information regarding the patient or device. No further complications were reported or anticipated. Indication for use is unknown.